Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2014-00281 for info related to the bard "marlex" mesh implanted on (B)(6) 2002.

Event description:
The following was reported to davol by the pt's atty: on (B)(6) 1999, the pt was implanted with a bard/davol mesh. On (B)(6) 2000, the pt underwent implant of an undefined "duraderm" product. On (B)(6) 2002, the pt was implanted with a bard/davol "marlex" mesh and a non-bard/non-davol mesh product. The atty's report alleges pain, injury, "pain and suffering," disability, and defective mesh.